Event description:
It was reported that the customer had received a no delivery alarm during a bolus. Customer stated that after a certain amount of units, the pump stops delivering insulin. Customer had to bolus several times to administrate the amount of insulin needed. Customer did not have time to troubleshoot. Customer was advised to do complete set change as soon as possible. Customer does not want to return the set or reservoir for analysis. Customer will call back if issue continues. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.